Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the caller is part of a (B)(6). The caller stated that 'some of the ladies' in the group have had revisions, because the device was migrating towards the skin. The reporter could not provide any details about the patients or their experiences. No patient symptoms or further complications were reported.